Event description:
It was reported that the pt was not able to adjust the stimulation. A "call your doctor" icon was displayed on the pt's programmer. An out of range (oor) condition was encountered. There were also low, out of range, impedance readings of less than 70 ohms on electrodes 4 - 12, 5 - 13, and 6 - 14. The pt's settings were 3+, 4+ with 10-, 11-, 12+, 13+. The pt was then reprogrammed to: 2+, 3+, 10-, 11-, 12+, 13+. But, the impedance reading was then found to be 78 ohms. The electrode impedance for 3 - 11 was 238. The pt was subsequently reprogrammed to: 3+, 10-, 12+ with a group impedance reading of 413 ohms. The stimulation helped with the pt's pain relief at this setting. It was later reported that after troubleshooting, a short circuit was found at electrodes 3 and 11; 4 and 12; and 5 and 13. The MFR rep reprogrammed the device using other electrodes. Stimulation was achieved that the pt desired. The pt was satisfied with the reprogramming. The physician was to perform fluoroscopy at the next pt visit in order to determine if the leads had moved. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).